Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited a decrease in sensing three days after implant. The ra leads was revised and remains in use. It was also reported that the right ventricular (rv) lead dislodged and exhibited high thresholds. It was further noted that the patient experienced diaphragmatic nerve stimulation, chest pain and a possible cardiac perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.